Event description:
It was reported that the patient presented for follow up feeling tired, the pulse generator exhibited no output. The device remained implanted. The device was restored sucessfully by tech services.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.